Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored episodes showing noise on all three channels. It was noted that the patient was pacer dependent, and the newer episode showed a four-second pause in pacing. Oversensing was observed on the right ventricular (rv) rate/sense channel, and diaphragmatic oversensing was suspected. Technical services (ts) recommended further evaluation/troubleshooting and possible programming changes. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.